Event description:
Pt reported that he experienced hyperglycemia since (B)(6) 2011 due to the infusion sets. His blood glucose elevated above 400 mg/dl, and he attempted to treat blood glucose by changing the infusion set and delivering insulin via the infusion device. This was not successful. During the night of (B)(6) 2011, he experienced hyperglycemia and contacted his diabetes specialist for treatment advise. He treated hyperglycemia with an insulin pen, but this was not successful. He then drove to the diabetes specialist who believed his hyperglycemia was caused by the infusion sets. He changed the infusion headset every 2-3 days and the tubing every 11 days. His normal blood glucose level is 100-130 mg/dl, and he tested "++" for ketones during the event. Pt started to use a different type of infusion set, and his blood glucose level was "ok" at the time of the report. The pt did not require treatment from a health care professional or second party to address the issue. Seven used infusion transfer sets and 1 used headset were visually tested and tested for flow and tightness on (B)(6) 2012. One tube was clogged in the non-visible zone with a crystalized medicament and one luer lock connector was leaking. The luer lock connector is inspected against specs before being released for production. The retention samples were visually tested and tested for flow and tightness, and all results were within the specs. This is being reported due to the leaky luer lock connection that was discovered during the eval.